Manufacturer narrative:
The unit was received for investigation on july 31, 2025. The unit was returned with reported power port damage, which was confirmed upon inspection. The motherboard j14 pins were found to be stuck, and the power input was damaged, both consistent with a high-impact event. Leaking sensor also sustained damage from the same impact. Additionally, excessive dust buildup in the muffler led to a blocked feed port. The interior of the unit was heavily soiled, with dust contamination observed in the tubing and f/w. Due to cosmetic damage, the housing and uip were also replaced. The patient received a replacement unit.

Event description:
On (B)(6) 2025, the patient called inogen to report that the power port was not working and could not get their poc, g5 device to charge. The patient stated they had to go to the hospital due to both her units being down and she was not getting the oxygen she is needing. The patient is back home recovering and doing well.